Manufacturer narrative:
The customer¿s report that cytarabine infused too slowly was not confirmed. Physical inspection noted the device to be in good condition. The only anomalies noted were corrosion on both the left and right iui connectors. Analysis of the pcu event log shows that at 6:02 pm on (B)(6) 2016 the pump module was programmed to infuse a custom concentration infusion of cytarabine below 1000mg/m2 (drugid (B)(6)) at 20.8ml/hr for 24 hours. At 6:03 pm, the rate was changed to 23.4ml/hr, which changed the duration. At 9:44 pm, the vtbi was changed, which again changed the duration. The infusion continued to run at 23.4ml/hr until 5:29 pm on (B)(6) 2016, when the primary infusion completed and went into kvo. The vtbi was then changed to 50ml. At 7:38 pm, the primary infusion completed and went into kvo. The vtbi was changed to 40ml. At 8:59 pm, the device alarmed for air in line and was channeled off. The volume recorded as being infused during this period was 622.52ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports a primary infusion of cytarabine 180mg/562ml was to infuse at 23.4ml/hr over 24 hours. It was reported it took 27 hours to finish. No patient harm reported.